Event description:
The patient was admitted in 2005, endotracheal tube inserted and placed on a vent. The next day, the vent began to alarm and the pt began to desaturate. The collar/cuff of the et tube was noted to have a leak. It was removed and the pt was reintubated with another tube without incident. No adverse outcome.